Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes.'), device dislocation ('the right coil became entangled with the novasure device and was pulled nearly out during the procedure/wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and post procedural sepsis ('infection(sepsis) / infection (other) describe: sepsis after ablation') in a 45-year-old female patient who had essure (batch no. 624838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, ovarian cyst, pre-menopausal menorrhagia and rash. Current weight as of 08-nov-2011:189 lbs. Approximate weight at time of essure placement: 175 lbs. On 29-oct-2015: pathology report ¿ endometrial biopsy. Final diagnosis: a. Endometrium, biopsy: benign secretory type endometrium. Negative for hyperplasia or malignancy. B. Endocervix, polyp biopsy: endocervical polyp. On 09-dec-2015: surgical pathology report: final pathologic diagnosis:uterus, cervix hysterectomy: -no histopathologic abnormality. Uterus, endometrium, hysterectomy: -inactive endometrium. Uterus, myometrium, hysterectomy: -adenomyosis. Ovary, left, oophorectomy: -cystic corpus luteum. Fallopian tubes, left, salpingectomy: -no histopathologic abnormality. Gross description: wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes. Concurrent conditions included lown-ganong-levine syndrome, mitral regurgitation, lumbar disc degeneration, borderline hypertension, aortic regurgitation, tricuspid regurgitation, menometrorrhagia and overweight. Concomitant products included docusate sodium, escitalopram oxalate (lexapro) since 2010, estradiol, hydrocodone bitartrate;paracetamol (norco), ibuprofen and multivitamins, plain. On (B)(6) 2007, the patient had essure inserted. In february 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2008, the patient was found to have weight increased ("weight gain"). In february 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2013, the patient experienced post procedural sepsis (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. In april 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen (motrin) and surgery (mar2013 ¿ right oophorectomy & bilateral salpingectomy 09dec2015 ¿total hysterectomy,uterus & cervix and ablation on 29-03-2013). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, alopecia, headache and weight increased outcome was unknown and the pelvic pain, menorrhagia, post procedural sepsis, vaginal haemorrhage, fatigue and migraine had resolved. The reporter considered alopecia, device breakage, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain, post procedural sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted as per pfs: removal date of essure device: -mar-2013. On 09-dec-2015: operative report indication for procedure: seen for menometrorrhagia. History in 2013 of having a novasure and rollerball endometrial ablation. After the novasure, developed gbs sepsis. She had an essure procedure prior to the novasure. The right coil became entangled with the novasure device and was pulled nearly out during the procedure. This ultimately resulted in sepsis, patient was hospitalized. During hospitalization had an rso and the left fallopian tube removed. Continues to have vaginal bleeding and is requesting a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on 18-feb-2008: results: presence of essure device with normal total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes."), device dislocation ("the right coil became entangled with the novasure device and was pulled nearly out during the procedure/wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and post procedural sepsis ("infection(sepsis) / infection (other) describe: sepsis after ablation") in a 45-year-old female patient who had essure (batch no. 624838) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder, ovarian cyst and pre-menopausal menorrhagia. Current weight as of (B)(6)2011:189 lbs. Approximate weight at time of essure placement: 175 lbs. On (B)(6)2015: pathology report ¿ endometrial biopsy final diagnosis: a. Endometrium, biopsy: benign secretory type endometrium. Negative for hyperplasia or malignancy. B. Endocervix, polyp biopsy: endocervical polyp. On (B)(6)2015: surgical pathology report: final pathologic diagnosis:uterus, cervix hysterectomy: -no histopathologic abnormality. Uterus, endometrium, hysterectomy: -inactive endometrium. Uterus, myometrium, hysterectomy: -adenomyosis. Ovary, left, oophorectomy: -cystic corpus luteum. Fallopian tubes, left, salpingectomy: -no histopathologic abnormality. Gross description: wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes. Concurrent conditions included lown-ganong-levine syndrome, mitral regurgitation, lumbar disc degeneration, borderline hypertension, aortic regurgitation, tricuspid regurgitation, menometrorrhagia and overweight. Concomitant products included docusate sodium, escitalopram oxalate (lexapro) since 2010, estradiol, hydrocodone bitartrate;paracetamol (norco), ibuprofen and multivitamins, plain. On (B)(6)2007, the patient had essure inserted. In (B)(6)2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6)2013, the patient experienced post procedural sepsis (seriousness criterion hospitalization), 5 years 4 months after insertion of essure. In (B)(6)2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen (motrin) and surgery (B)(6)2013 ¿ right oophorectomy & bilateral salpingectomy (B)(6)2015 ¿total hysterectomy,uterus & cervix and ablation on (B)(6)2013). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, device dislocation, alopecia, headache and weight increased outcome was unknown and the pelvic pain, menorrhagia, post procedural sepsis, vaginal haemorrhage, fatigue and migraine had resolved. The reporter considered alopecia, device breakage, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain, post procedural sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted as per pfs: removal date of essure device: -(B)(6)2013. On (B)(6)2015: operative report indication for procedure: seen for menometrorrhagia. History in 2013 of having a novasure and rollerball endometrial ablation. After the novasure, developed gbs sepsis. She had an essure procedure prior to the novasure. The right coil became entangled with the novasure device and was pulled nearly out during the procedure. This ultimately resulted in sepsis, patient was hospitalized. During hospitalization had an rso and the left fallopian tube removed. Continues to have vaginal bleeding and is requesting a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: presence of essure device with normal total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received. Event sepsis updated to sepsis after ablation. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes."), device dislocation ("the right coil became entangled with the novasure device and was pulled nearly out during the procedure/wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety disorder, ovarian cyst and pre-menopausal menorrhagia. Concurrent conditions included lown-ganong-levine syndrome, mitral regurgitation, lumbar disc degeneration, borderline hypertension, aortic regurgitation, tricuspid regurgitation, menometrorrhagia and obesity. Concomitant products included docusate sodium, escitalopram oxalate (lexapro) since (B)(6) , estradiol, ibuprofen, multivitamins, plain (multi vitamin) and vicodin (norco). On (B)(6) 2007, the patient had essure inserted. In (B)(6) , the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) , the patient experienced fatigue ("fatigue"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and weight increased ("weight gain"). On (B)(6) 2013, the patient experienced sepsis ("infection(sepsis)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (motrin), antibiotics, surgery ((B)(6) 2013 ¿ right oophorectomy & bilateral salpingectomy (B)(6) 2015 ¿total hysterectomy,uterus & cervix) and surgery (ablation on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, alopecia, headache and weight increased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, sepsis and migraine had resolved. The reporter considered alopecia, device breakage, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain, sepsis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrepancy noted as per pfs: removal date of essure device: on (B)(6) 2013. On (B)(6) 2015: operative report. Indication for procedure: seen for menometrorrhagia. History in (B)(6) of having a novasure and rollerball endometrial ablation. After the novasure, developed gbs sepsis. She had an essure procedure prior to the novasure. The right coil became entangled with the novasure device and was pulled nearly out during the procedure. This ultimately resulted in sepsis, patient was hospitalized. During hospitalization had an rso and the left fallopian tube removed. Continues to have vaginal bleeding and is requesting a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: presence of essure device with normal. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, infection (sepsis), migraines, headaches, weight gain. Event: the right coil became entangled with the novasure device and was pulled nearly out during the procedure,wired threads are present in the cut sections of the uterine body with the curved portion of the wires located in the areas of the fallopian tubes were added from the medical record. Event outcome was added for the event: pain, abnormal bleeding (vaginal, menorrhagia), fatigue, infection (sepsis), migraines. Lab data was added. Concomitant and historical conditions were added. Concomitant and treatment drugs were added. Reporter information was added. Concomitant condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.